Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone all that they were hospitalized for low and high blood glucose on (B)(6) 2018. Blood glucose reading was 30 mg/dl at the time of incident. The customer's blood glucose was 103 mg/dl at the time of admission. Customer reported falling asleep to a low reservoir alert and did not change their reservoir. The customer became unconscious and was sweating profusely as a result. The customer was treated with juice and crackers at the hospital. Blood glucose reading was 457 mg/dl at the time of the call. The customer believed the insulin pump was not delivering enough insulin. Customer did not notice a change in their insulin reservoir. The customer experienced symptoms of body aches, coldness and stomach pain from their high blood glucose. The insulin pump passed a displacement test. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.

Manufacturer narrative:
(B)(4). The information related to product return status provided with initial report was incorrect. The correct information has been provided in this report.

Event description:
The insulin pump would be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. (B)(4).